Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. The system will not save fluoroscopic x-ray but otherwise functions as intended.

Event description:
The customer reported that the image rotation was not functioning. No patient injury was reported.